Manufacturer narrative:
(B)(4). Concomitant medical products- nexgen rotating hinge knee option femoral component size f catalog #: 00588001601 lot #: 63135983, nexgen precoat tibial component size 6 catalog #: 00588000600 lot #: 11021201. Report source: foreign - (B)(6). The customer has indicated that the complaint sample will not be returned to zimmer biomet for investigation, as the explanted device was discarded. The product was evaluated through manufacturing review, but the reported event was unable to be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Without the opportunity to examine the complaint product, a root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision due to the bolt disassociating from the articular surface to the back of the knee ten (10) months post-operatively after the knee locked while the patient was using an indoor bike for exercise. The patient was revised to a thicker articular surface and no additional patient consequences were reported.